Manufacturer narrative:
There is no evidence of a product malfunction. Disk analysis revealed that the patient had af and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Normal product operation. No adverse patient effects were reported. Based on this evidence, this complaint does not meet reportability criteria.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also reported that this device exhibited undersensing. Device replacement was recommended. Device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also reported that this device exhibited undersensing. Device replacement was recommended. Device remains in service. No further adverse patient effects were reported.